Event description:
It was reported that the device exhibited error, ¿motor¿. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual tests and functional tests were performed. The reported problem was confirmed as investigation found a damaged/defective downstream occlusion (dso) sensor. The device motor also had more than 12 million revolutions. To solve the problem, the motor and the dso sensor will be replaced.